Event description:
It was reported that during the patient transfer from a shower trolley to the bed the patient slipped out of the sling. It was reported that the caregiver did not use the sling stiffeners during the transfer. The nurse manager from the customer facility stated that the caregivers might not have attached a sling clip to the lift spreader bar.the resident sustained a hematoma and laceration requiring staples.